Event description:
It was reported that (1) cdh29 was used during an unknown procedure. It was reported by the rep that anvil was inserted in the proximal duodenum and secured with a purse string. The instrument was introduced into the distal gastrectomy. The anvil was joined with the trocar. It was reported that during the firing cycle the anvil dislodged and the staples deployed unformed. The anastomosis was completed with hand sewn sutures. This increased or time by one hour.